Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the screen becomes noised was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, the cause of occasional image blackout could not be established. The cause of noisy image was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope experienced a blackout. The issue occurred during inspection for use. There were no reports of patient harm.